Event description:
It was reported that the leads migrated which was confirmed through x-ray and the patient was no longer receiving adequate stimulation coverage. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted devices were kept by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7161664, UDI: (B)(4).